Manufacturer narrative:
Product event summary# biopsy needle do not visible/tracked. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a procedure. It was reported that the biopsy needle was not visible to the navigation system camera. Site opened another biopsy needle and that was also not visible. The procedure was completed with the use of navigation. No information was provided on delay. No known impact on patient outcome. Medtronic representative went to the site and tested on demo model and the biopsy needle was well tracked.